Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and alleges insulin pump was under delivering because had no basal program. The customer¿s blood glucose level was 450 mg/dl at time of incident and treated with manual injection and other blood glucose level was 90 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer stated that they cannot get into basal settings. Customer received assistance with programming insulin pump. The devices will not be returned for analysis.